Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid detector (fd) 5 error, which indicates a fluidics problem or faulty sensor on the coulter lh750 hematology analyzer slidemaker. While troubleshooting the error, customer noticed a leak of bloody fluid dripping into the slide tray underneath the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a hole in the duro tubing at valve 4b (vl4b) on the slidemaker. The fse replaced the tubing, which resolved the leak. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak was a hole in the duro tubing at vl4b on the slidemaker.